Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: abbott vascular (av) analyzed the returned device and confirmed the reported leak while inflating. During analysis the device was pressurized and fluid was visible leaking from the distal end of the strain relief tubing. Av reviewed the complaint handling database and found other devices from this lot reported for leaking. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, mildly calcified, mid superficial femoral artery. An 5.0 x 80 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. No issues were noted during preparation (air aspiration). The pta catheter was advanced to the lesion and during inflation of the balloon to 10 atmospheres, a leak was observed at the strain relief where the shaft meets the hub. The pta catheter was removed from the anatomy and a new unspecified pta catheter was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.